Event description:
Reporter indicated that vns patient experienced two episodes of syncope. It was reported that the episodes were both more involved than the simple petit mal seizures that the pt typically experiences. The second one occurred toward the end of a race that the pt was running in. The pt was able to run across the finish line but then lost consciousness without any obvious tonic-clonic type motor behavior according to witnesses. The pt later described the incident as having an apparent aura that was secondarily generalized. The pt states that their vision went black and white and things around seemed altered and then pt lost consciousness. Treating neurologist indicated that the pt has recovered from these episodes and that the relationship between the episodes and the vns is unk. No intervention is planned.